Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of returned device revealed that core wire was broken off at 25mm from distal end due to repeated bending. Coil wire was stretched and elongated until middle brazing and broken apart there. Lot history review revealed no anomaly relating with the reported event. No other similar event was reported for this lot products. Based on the obtained information and the outcomes of the investigation, it is inferred that the bending force was repeatedly given to the guidewire approx. 25mm from tip end during use of precedent target lesions, use with the microcatheter used in combination, and due to the anatomical condition of the delivered vessels, resulting the breakage of core wire with accumulated bending force. Along with additional manipulation to the guidewire, the coil was unraveled and elongated up to the middle brazing to be broken apart. All the shipped products are inspected for meeting the product specifications and shipping criteria, based on the information reviewed, there is no indication of a product deficiency. IFU warning section describes: if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged.

Event description:
Reportedly, in the ppi procedure to bk area lesions, subject guidewire was used for revascularization of ata and pta lesion, then the guidewire was advanced to peroneal artery lesion in retrograde manner via ata and collateral vessel, with support by unknown microcatheter. However, physician experience the difficulty of guidewire advancement to the target lesion and the guidewire was finally broken. The broken distal fragment was entirely retrieved out by using a snare device. The procedure was successfully completed by revascularizing with other guidewire and balloon catheter.